Manufacturer narrative:
Product event summary: analysis confirmed the reported event of failure to interrogate; it also failed uplink testing. The rf (radiofrequency) head cable was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head could not interrogate a pacemaker. The rf head was returned for servicing. No patient complications have been reported as a result of this event.